Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2009. Legal counsel further reports a right hip revision was performed on (B)(6) 2014 due to patient allegations of pain, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, swelling, inflammation, damage to surrounding bone and tissue, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-03734/ -03735 and -05446).

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2009. Legal counsel further reports a right hip revision was performed on (B)(6) 2014 due to patient allegations of pain, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, swelling, inflammation, damage to surrounding bone and tissue, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports the patient was revised due to pain. Op notes dated (B)(6) 2014 report the presence of heterotopic ossification but no evidence of metallosis or burnishing of femoral head was observed. Op notes further report the taper adapter would not disengage from the stem and the revision was postponed. Revision op notes dated (B)(6) 2014 reports the taper adapter was found to be fused to the stem, but removable. The head and taper were removed and replaced. The cup was removed and replaced with a competitor component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03734/ -03735).